Manufacturer narrative:
E1 : patient city : (B)(6) patient country : argentina

Event description:
Reference number (B)(6) event occurred in argentina it was reported that patient faced infusion set detachment event on (B)(6)2024. The site of detachment was tubing connector. The insertion site was abdomen. The infusion set was in use for one day. No further information availabel

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005132 in question was manufactured at the reynosa site. The reference samples for the lot 6005132 have already been previously tested for visual inspection and tested for static pull tubing- tubing connector in the complaint (B)(4) on 19/may/2025. All test results were found within specifications as per the test report 2079782. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional static pull tubing- tubing connector test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: packing lot: the packing lot 6005132 was manufactured according to the wi version 78 manufactured in the line multivac 12, on 17/jan/2024, with a total of (B)(4) units. Glue-tubing lot: the gluing tube lot 4a02147 was manufactured according to the wi version 41 manufactured in the line automatic gluing 04,05 and 08, on 14/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/jun/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6005132 and one other complaints have been registered in database for the same lot 6005132 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.